Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the clinical support specialist (css) that prior to use, the pump issues a "high pitched" alarm with power on. They had not yet inserted an iab, and the patient was stable. The pump was on ac. As a result, the staff used another pump.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of piezo alarm is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported by the clinical support specialist (css) that prior to use, the pump issues a "high pitched" alarm with power on. They had not yet inserted an iab, and the patient was stable. The pump was on ac. As a result, the staff used another pump.